Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was incorrectly reported in the initial report that the patient experienced loss of best corrected visual acuity. However this was in error, there was no indication that the patient experienced loss of visual acuity. In the initial report this field was left unchecked. However this field should have indicated no.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with trace diffuse lamellar keratitis (dlk) in left eye. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 .00 x -.50 x 120, left eye pre-op 20/20 .50 x -.50 x 60.